Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that the patient presented with an implantable cardioverter defibrillator that delivered an inappropriate shock for supraventricular tachycardia. The physician elected to upgrade the device and add an atrial lead.

Event description:
New information received on may 1, 2019, indicates that the patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.